Manufacturer narrative:
(B)(4). Batch # m93h70. The device was returned with the upper jaw detached returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic-assisted laparoscopic low anterior resection procedure, the surgeon remarked "tried to take a bite on thick tissue and device would not close." Because the jaws were locked open or "over extended" the team twisted the jaw apart so they could remove it out of the port. A harmonic ace+7 was brought in the room to complete the case. There were no patient consequences reported.